Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Icp olm catheter (1104b) bolt broke leaving metal thread in the patient. The event was described as follows: after drilling, the neuro surgeon allowed the resident to insert the bolt into the bur hole. As she was tightening the bolt, the bolt broke, leaving the metal thread in the patient's head. The physician had to drill around the broken bolt in order to remove the metal.